Manufacturer narrative:
As reported, the used/damaged laparoscopic irrigation/aspiration needle, 16 ga, 5mm x 40cm length, was not expected for evaluation, as the "used" device could not be returned to conmed corporation for evaluation due to customs regulations and contamination issues. Without the actual product, an evaluation could not be performed to determine the root cause of the reported problem. However, photos were provided by the end-user illustrated the reported breakage of the blue plastic front insert separating from the needle tip. The device was manufactured on 10-jul-2013. Of the lot containing (B)(4) units, there were no other similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. Also, a 2-year review of the complaint history for this device showed only one other report filed for this reported issue. (B)(4). To date, there have been no patient long term adverse effects reported. This failure mode is addressed in the risk document with an acceptable risk level. The laparoscopic irrigation/aspiration needle is a 5mm laparoscopic aspiration and injection needle comprised of a proximal metal needle, attached to a metal handle which is attached distally to a one-way plastic stopcock with leur lock. The 5mm laparoscopic aspiration and injection needle is available in 16ga and 22ga sizes, having applications in gynecological laparoscopy, laparoscopic cholecystectomy and other laparoscopic procedures. To ensure proper function of the laparoscopic irrigation/aspiration needle and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: this instrument is not indicated for use by any person other than surgeons trained in endoscopic procedures. A thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments.

Event description:
The customer reported that during use of a laparoscopic irrigation/aspiration needle, 16ga, 5mm x 40cm length, in a laparoscopic cholecystectomy procedure on (B)(6) 2016, the blue plastic front needle insert detached from the device and was found in the patient. The plastic insert was retrieved in full with a johans grasper. The procedure was otherwise completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.